Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer assumes that the pump delivers too low insulin because in the morning, she has often too high blood glucose levels (270 mg/dl) and ketones. No adverse event reported. A request was made for the return of the device.